Event description:
I had a uni compartmental knee replacement in (B)(6) 2016. A zimmer biomet oxford unit. In (B)(6) 2017, the free floating meniscal bearing ejected itself completely from in between the femoral component and tibial component lodging itself up under the patella. Urgent surgery to remove that and replace it with a 2mm thicker one. Again, that surgery failed exactly the same in (B)(6) 2017. Again, urgent surgery to replace with a full knee. This has resulted in a lot of pain. I believe this product is defective due to the "free floating meniscal bearing," nothing holding it in place, a bad design. Please look into this. Two failed surgeries in less than 6 months between. I have medical records and surgery.